Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: brown particles observed in the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address:(B)(6). Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced.